Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details, but it was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and successfully replaced due to an unknown product performance anomaly. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and successfully replaced due to an unknown product performance anomaly. No adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.